Event description:
It was reported that during patient use, a ventilator entered an inoperable state. The patient was removed from the ventilator and placed on an alternate device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The ventilator was evaluated and the reported issue was verified. The pressure solenoid (psol) valve was replaced, which resolved the reported issue. The device then passed all testing.